Manufacturer narrative:
(B)(4). Subsequently, the patient passed away from sepsis. The physician reported that while the source of the infection could not be identified, several contributing factors were observed. First, that the patient had a pacemaker implant 1 day post avr (aortic valve replacement), which is not typical, but required for this patient due to the presence of av block. Additionally, the patient was reported hiv positive (immunosuppressed) as well as, had a second sternotomy (left open) for a second epicardial temporary lead. There was no evidence nor signs of a pocket infection, following the boston scientific device implant. The device is not expected to be returned for any post-market analysis. There were no allegations the device was a cause or a contributor to the patient's death.

Manufacturer narrative:
(B)(4). Further follow up revealed the threshold and device function was normal and stable. The device had been programmed to vvi 80 and the output settings were also increased as a precautionary measure as the temporary leads were disconnected. A further review of the pacing inhibition was performed. It appeared the temporary pacemaker was undersensing and not capturing which resulted in this device oversensing the temporary pacing output and inhibited pacing. Cardiopulmonary resuscitation was performed and the new dual epicardial leads were placed. Atrial pacing from these epicardial leads resulted in the inhibition. It was thought the device oversensed the temporary system and the temporary system inhibited and resulted in the asystole. There was no lead dislodgement. No further issues have been observed. According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days post implant, this device with non-boston scientific right ventricular (rv) lead displayed rv loss of capture resulting in pacing inhibition and long periods of asystole. There was concern that there was a system integrity issue. The patient with this device had a temporary epicardial implanted with an external pacing system for back-up therapy if needed. Upon device interrogation, all parameters were normal and all tested values were within normal range. A review of the arrhythmia logbook revealed episodes of double counting on the ventricular electrogram. The interval between these two beats was very consistent. Because of the high placement of the ventricular lead, it appeared that the permanent pacing system was sensing the paced events from the external pacing system and inhibiting pacing that resulted in asystole. The ventricular output of this device was reprogrammed to 3.5v and the lower rate was increased. Further evaluation was performed. Isometric exercises and positional changes did not reproduce any issues. Threshold testing performed in each position were consistent. As the patient is pacemaker dependent, the ventricular sensitivity was reprogrammed to prevent further episodes of oversensing. It was thought the issue was resolved. No adverse patient effects were reported. This system remains implanted and in service.